Event description:
A nurse reported that the surgeon successfully inserted the 3 piece trocar set into the pt's eye, however when he attempted to insert the vitrectomy probe, he could not get it through any of the ports. Another pak was opened and the case was able to be completed without impact to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not yet been received for eval. Two lot numbers, manufactured in august 2012, were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).